Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no:50-7510b , batch no: 0001394351. It was reported: customer received kit with defective issue; no pt harm. Event description states: suction tub pop out. Questions/inquiries: confirm patient harm and notate in event desc per attached statement above. Spoke to the customer on (B)(6) 2021 at 13:22 hrs. A nurse who comes every day stated that there were two problems, connection, the hose connection is supposed to be sealed and it came out leaving no suction. No suction in the bottle. No visible damage in the bottle. With couple of bottles after moving the seal there was no vacuum and in couple of cases when they unwrapped the whose it came right of the bottle storing in the hallway the clamp activation, not sure! Was the drainage line disconnected from the bottle at any point during the drain or was it noticed prior to drainage? Prior to drainage. If it's before use and did they attempt to reconnect it? Yes, the nurse did attempt, but no vacuum. Need to verify the line was disconnected prior to use and the bottle was discarded immediately, bottle was not used. Prior to use, the line was in the bottle but as soon as it unraveled it came out. Was the clamp properly closed until after the plunger was pressed: not sure. The nurse closed, but there was no suction . Where is the catheter located? Abdomen or chest? Chest. Was the disconnected drainage line from the bottle and no vacuum noticed on same bottle or two different bottles? There were two different bottles, one came out immediately, while with the second one the nurse had all set up, but nothing happened, no suction. Is there a photo or sample available showing the reported issue? Not now, but if it happens again will take the photo, all disposed. What was the impact to the patient? None, just had to use another bottle. Reported edgepark and got 4 additional bottles.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the lot 0001394351 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections throughout manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Assembly of the drainage line onto the spike is performed manually. Once the adhesive is applied onto the drainage line, it is then connected onto the spike and personnel must hold the junction before the product moves onto the next stage of assembly. During our investigation it was identified that personnel were not following proper procedure after applying the adhesive onto the drainage line and were moving the product without holding the connection for the appropriate amount of time. Based on the quality team's investigation, it was determined that the disconnected drainage line was likely due to personnel not following procedure. Manufacturing personnel have been notified of this incident and additional training was provided. Complaints received for this device and defect will continue to be monitored for future occurrences. H3 other text : see manufacturer here.

Event description:
Material no:50-7510b. Batch no: 0001394351. Event description states: suction tub pop out. Spoke to the customer on (B)(6) 2021 at 13:22 hrs a nurse who comes every day stated that there were two problems, connection, the hose connection is supposed to be sealed and it came out leaving no suction. No suction in the bottle. No visible damage in the bottle. With couple of bottles after moving the seal there was no vacuum and in couple of cases when they unwrapped the whose it came right of the bottle, storing in the hallway. The clamp activation, not sure! Was the drainage line disconnected from the bottle at any point during the drain or was it noticed prior to drainage? Prior to drainage. If it's before use and did they attempt to reconnect it? Yes, the nurse did attempt, but no vacuum. Need to verify the line was disconnected prior to use and the bottle was discarded immediately, bottle was not used. Prior to use, the line was in the bottle but as soon as it unraveled it came out. Was the clamp properly closed until after the plunger was pressed: not sure. The nurse closed, but there was no suction. Where is the catheter located? Abdomen or chest? Chest. Was the disconnected drainage line from the bottle and no vacuum noticed on same bottle or two different bottles? There were two different bottles, one came out immediately, while with the second one the nurse had all set up, but nothing happened, no suction. Is there a photo or sample available showing the reported issue? Not now, but if it happens again will take the photo, all disposed. What was the impact to the patient? None, just had to use another bottle. Reported edgepark and got 4 additional bottles.